Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link needle-free catheter extension set became kinked. This occurred at the beginning of patient infusion of an unknown drug and while the tubing was being ¿j-looped¿. The reporter described j-looping as bending the tubing into a j shape before taping it down to the patient. No physical irregularities or kinking was noticed prior to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.